Event description:
Customer reported experiencing ongoing occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and was advised by tandem technical support to monitor the issue and call back if necessary.